Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the surgeon was using the tsw35 device. After three firings on the pt's right side, the surgeon moved to the left side. When the surgeon opened the device after inserting it in the trocar, it was observed that the anvil did not open fully. The rep asked the surgeon to close the instrument and remove it for inspection. The rep observed the anvil had slipped out of the shaft (the anvil slipped out of the locked position and device could not be opened but device did not fall off of the device and into the pt.) A new device was opened and the case completed without further incident. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50596. H6; dislodged anvil. Endopath ets-based upon the info rec'd and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design spec.